Event description:
As reported by the study, just over eight months after percutaneous coronary intervention (pci), the pt had chest pains during stress. A stress test was done which was positive for cardiac ischemia. Coronary angiography was conducted on the following day, which revealed 99% focal in-stent stenosis of the previously implanted cypher stent. There was timi iii flow. It was treated with a 3.5x28mm xience stent. This pt presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was unstable angina pectoris (troponin negative or unk). The pt's blood pressure at the beginning of the procedure was 130/80 and the heart rate was 66. The left ventricle ejection fraction (lvef) was not available. Pre-procedure troponin was two times above the upper normal limits. Pre-procedure medications included aspirin and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractioned heparin. Pci was performed on a lesion in the proximal circumflex of 15mm in length in a 2.75mm vessel diameter. The (b1) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 16 atmospheres (atm) before a 2.75x28mm cypher select plus stent was deployed at 22 atm with satisfying results. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure ck and ck-mb were within normal limits. Troponin was less than two times above the upper normal limits. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Telephone follow-up was made with the pt one month later at the 1-month interval. The pt was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. There were no adverse events reported. Telephone follow-up was made with the pt 5 months later and the 6-month interval. The pt was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. There were no adverse events reported.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.